Manufacturer narrative:
(B)(4). An analysis of the returned device confirmed the reported device issue. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event. It should be noted that the instructions for use for xience prime states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, it appears that the IFU deviation contributed to the shaft separation. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after lesion pre-dilatation, the 2.5x38mm xience prime stent delivery system failed to cross the heavily calcified lesion in the left anterior descending artery. Attempts to cross continued with force, resulting in hypotube damage and separation. During device removal, resistance was noted, but the device was able to be removed after several assertive pulls. There was no adverse patient sequela and no clinically significant delay in procedure. A non-abbott stent was successfully implanted in the lesion. There was no additional information provided.